Event description:
The patient underwent a thrombectomy procedure using a penumbra system red 72 reperfusion catheter (red72). During the procedure, difficulties were encountered and the treatment could not be completed. As a result, the patient was transferred to a second hospital for further care. At the time of transfer, it was not recognized that a segment of the red72 had fractured and remained within the patient.during imaging performed at the second hospital, the physician identified the fractured red72 segment. The red72 was successfully retrieved using a snare device.the procedure was completed using another catheter. Additional details regarding the initial procedure, including the procedure date are unknown.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.